Event description:
It was reported that the patient could feel the device "in her butt" and it caused her pain. The reporter stated that the doctor wanted to take the device out. A week later, it was reported that the cause of the event was unclear. There were no abnormal impedance measurements. An x-ray of the pelvis was taken in (B)(6) 2012, which showed the device in normal position. The reporter stated that reprogramming occurred on (B)(6) 2012, resulting in improvement. Six weeks later, it was reported that the device stopped working after trauma, when the patient was getting out of a chair. Imaging on (B)(6) 2012 showed normal results. The reporter stated that the device was not effective anymore, and the device was explanted on (B)(6) 2012. It was noted that there was no hospitalization. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 3889-28, lot# va00c20, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).